Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a possible over delivery anomaly. The customer reported a blood glucose value of 50 mg/dl. The customer reported hypoglycemia treated with discontinued use of the insulin delivery system, glucose/carb intake, ems/ambulance/ER visit, and IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-1884, mmt-7040a, unomedical, mmt-332a. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for unomedical. No product return is required for mmt-332a.

Event description:
Updated summary: the spouse reported that the customer was hospitalized on (B)(6) 2024 at 11pm and was currently still in the hospital at time of the call due to hypoglycemia. User was treated with a granola bar. Spouse stated low blood glucose started in the morning and occurred in the evening. Over delivery was alleged due to the low blood glucose. Blood glucose at time of the event that was stated was 399 mg/dl however they originally stated user had a 50 mg/dl at time of event so blood glucose at time of the event is unclear. User was also being treated with intravenous insulin drip. It was stated that the low blood glucose began at 22:00 (10pm). Customer stated prior to the event they were not doing anything. User stated programming was accurate. User declined to complete troubleshooting. Frn-mmt-332a-rsvr, unomed set, ozp-mmt-7040a-snsr.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.